Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device has been affected since 2 weeks.

Event description:
The user's hearing performance with the device suddenly has been affected since (B)(6) 2020. The user was re-implanted. The device has not been received despite requested.

Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. A device investigation is necessary to confirm a root cause of failure. The concerned device was explanted but has not been received for investigation yet. If the device is received in the future, the case will be re-opened and the device investigated.

Event description:
The user's hearing performance with the device suddenly been affected since the past 2 weeks (december 2020). The user was re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. Additionally, wire breakages due to excessive mechanical stress were observed. This is a final report.

Event description:
The user's hearing performance with the device has been affected since the past 2 weeks ((B)(6) 2020).

Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. A device investigation is necessary to confirm a root cause of failure. Re-implantation is considered but no date has been scheduled yet.